Event description:
In a literature article, a surgeon presented a case of intraocular lens (iol) malposition that caused postoperative recurrent microhyphemas and vitreous hemorrhages with increasing frequency. The affected eye also had anterior chamber inflammation, microhyphemas with white and red blood cells, marked iris chafing, and anterior and posterior capsule fibrosis. The surgeon stated that the iol was not fully confined in the capsular bag and the haptics were asymmetrically placed; while one haptic was in the ciliary sulcus, the other haptic was in the capsular bag. The iol was also noted to be tilted anteriorly, which contributed to shaving of the posterior iris. The surgeon referred to this event as posterior-uveitis-hyphema (ugh) syndrome. The article presents various potential intervention techniques, as suggested by multiple surgeons; however, the article does not mention which course of action or intervention was ultimately performed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A complete investigation could not be conducted due to insufficient information. Citation: samuel masket. Cataract surgical problem. Journal of cataract and refractive surgery (2012) 38: 1868-1873. (B)(4).